Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven weeks ago. The left common iliac artery had a 90 degree angulation. It was narrow due to calcification and was 10mm in diameter. It was reported that during a routine follow-up CT scan there was occlusion in the left limb. The overlapped area between the 1616 and the 1610 was occluded. The next day a thrombectomy was performed with a fogarty catheter; however, it was not possible to completely remove the thrombus due to the severely angulated common iliac artery. Three days later a fem-fem bypass was performed and resolved the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion); patient's condition affected effectiveness of device (tortuous, narrow and calcified iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous, narrow and calcified iliac artery).